Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the right ventricular (rv) lead failed to be disconnected from the header of the pacemaker due to the stripped set screw from the previous physician. The pacemaker was explanted and replaced and the rv lead was capped and replaced during the procedure on (B)(6) 2024. The patient was stable throughout.